Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue started at an unspecified time in (B)(6) 2011. The patient reported having difficulty with her diabetes management and having symptoms of low blood glucose (shaky, sweaty, and dizziness) during (B)(6) 2011 and so she scheduled a routine doctor's appointment (unspecified time). While at the doctor's the patient claimed that a comparison was done between the subject meter and the doctor's freestyle meter and there was allegedly a 100 point difference (approximately). The patient informed the cca that she believed the results she the subject meter was obtaining prior to the doctor's appointment were accurate. The patient denied receiving treatment due to the alleged issue. During a follow up call by the cca (to confirm results obtained prior to the doctor¿s appointment) the patient confirmed that she had developed symptoms, but denied that they were related to an issue with the subject meter. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site and that the patient was using the correct testing process. The patient informed the cca that she would not be able to return the subject meter as she allegedly gave it to her doctor, when her doctor replaced her meter. The alleged inaccuracies were not resolved with troubleshooting. This complaint is being ruled out as an adverse event because the symptoms reported by the patient began prior to the alleged issue starting. In addition, the patient denied that the alleged symptoms were related to an issue with the subject meter and confirmed that it was related to her having issues with her diabetes management. However, this com...

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the product(s) associated with this complaint.